Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the pump is not communicating with transmitter. The customer explained that pump no longer receiving data from the transmitter. The customer stated that the cannula is split into 2 pieces like a stick person. The customer was advised to change sensor and we will ship replacement.